Event description:
Information was received via a manufacturer representative from a patient who was implanted with an implantable neurostimulator (ins). The patient reported there have been ten instances in which the patient attempts to recharge, and the therapy is off and the ins is not depleted. The patient typically charges daily. The patient does not have cycling active and does have adaptive stimulation active. The manufacturer representative did not know if by "off", the patient was describing that the amplitude was at 0ma or if stim was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.